Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 99 mg/dl. Troubleshooting with tandem technical support indicated that battery was depleting normally based on customer usage. However, customer maintained that there was an issue. Customer did not respond to further follow up attempts.